Event description:
It was reported that an ilet pump was dropped from a wheelchair, resulting in a cracked, nonresponsive touchscreen, while the display remained visible and blood glucose was 125 mg/dl and not affected. Symptoms included no adverse clinical effects. Outcomes included a device replacement and continued glucose monitoring via the patient¿s cgm application or receiver. Investigation included reviewing the incident description, providing troubleshooting and education, verifying shipping and return logistics, and confirming receipt of the returned device. Investigation of this case revealed physical damage to the user interface caused by accidental impact, consistent with a fractured display component and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.